Event description:
It was reported that pt reported that her hip has always been sore. She states that the soreness increases with certain activities but never goes away. The right hip feels heavy and pain is in front of her thigh. The pt has been to her dr. On (B)(6) for testing i.e, blood work, bone scan and MRI. Doctor has diagnosed her with metallosis and states that she will need revision surgery. The surgery has not yet been scheduled.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device(s) reference in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.